Event description:
It was reported that the patient had an 8100 pump infusing fluids. At 2200 the pump was observed to be working fine. At 0520 the pump was checked and found to have air bubbles all throughout the line past the chamber and straight to the patient. The pump failed to alarm for air-in-line. The IV line and pump were removed from service. The tubing was sequestered and the customer felt it had something to do with the roller clamp/IV line because the air bubbles were perfectly spaced out. There was patient involvement but no harm.

Manufacturer narrative:
Omit:a160106 - defective alarm (1014),g0600101 - alarm, audible,b17 - device not returned,c20 - no findings available,d15 - cause not established. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Correction: report source.

Event description:
It was reported that the patient had an 8100 pump infusing fluids. At 2200 the pump was observed to be working fine. At 0520 the pump was checked and found to have air bubbles all throughout the line past the chamber and straight to the patient. The pump failed to alarm for air-in-line. The IV line and pump were removed from service. The tubing was sequestered and the customer felt it had something to do with the roller clamp/IV line because the air bubbles were perfectly spaced out. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the patient had an 8100 pump infusing fluids. At 2200 the pump was observed to be working fine. At 0520 the pump was checked and found to have air bubbles all throughout the line past the chamber and straight to the patient. The pump failed to alarm for air-in-line. The IV line and pump were removed from service. The tubing was sequestered and the customer felt it had something to do with the roller clamp/IV line because the air bubbles were perfectly spaced out. There was patient involvement but no harm.